Event description:
Procedure type: hernia. According to the reporter: the surgeon pumped 10 times and balloon burst inside the patient. Patient status fine. No resulting re-operation. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. No extension of incision. No device fragment left in patient. The case was not extended by more than 30 minutes. Used another of the same device to continue.

Manufacturer narrative:
(B)(4).